Event description:
The customer reported that an 840 ventilator had an erratic display. No patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and reconnected the loose ribbon cable from the lcd panel to the gui cpu. No parts were replaced. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).